Manufacturer narrative:
This report is submitted on february 25, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device leading to non use. Subsequently the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 25, 2022.